Manufacturer narrative:
Concomitant medical products: ddmb1d1, implanted: (B)(6) 2017; t510c29 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the right atrial lead had high thresholds. The patient was noted to be atrial fibrillation and intermittent undersensing was noted on the right atrial lead. One week later, another remote monitoring transmission continued to show possible atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.